Event description:
It was reported that in the emergency room when the md inserted the spring wire guide (swg) into the syringe placed in the pt's jugular vein, he found the swg was severely bent. As a result, a new kit was opened and used without issue. A delay was reported however, there was no reported death, or complications to the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: one swg and one arrow raulerson syringe (ars) were returned for eval. The ars and swg were visually examined, measured and functionally tested. The returned ars appeared typical and was non-chamfered. No defects or anomalies were observed. The returned swg exhibited multiple kinks hear the distal end and the j-bend was opened. Microscopic examination of the swg revealed both welds were intact and complete. Further microscopic examination revealed separate coils and a broken core wire at approx 2.5 cm from the distal weld. The core wire measured approx 2.6 cm from distal weld and 57.5 cm from the proximal weld for a total of 60.1 cm in length which met specification for this wire. Based on the measured length of the broken core wire, no pieces appear to be missing. The outside diameter (od) of the swg met the od specification. A functional test was performed in an attempt to verify the complaint. Due to the condition of the returned swg a lab inventory 0.032 inch swg was inserted into the returned syringe repeatedly at different orientations, with the plunger in and out, rotating the syringe 1/4 turns at each insertion. No resistance was encountered at each insertion. The instructions for use for this product describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. A device history record review found no evidence to indicate a mfg related case. See page 3 for device conclusion. Conclusion: the reported complaint of swg became severely damaged upon insertion into ars could not be confirmed through functional testing of the returned ars with a lab inventory swg. However, visual examination and microscopic examination of the returned swg revealed multiple kinks and a broken core wire 2.6 cm from the distal weld confirming the customer experienced difficulty during the procedure. As a result, the potential cause of this complaint could not be determined.